Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer either changed the infusion set site or resumed pump therapy without changing supplies. Different infusion sites and types of infusion sets were used. Blood glucose was not impacted. Customer reverted to using another pump for insulin therapy.